Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the switches on the video system center panel were not working during installation. It was informed that the doctor tried to use the dual focus option 5, but it only made a sound and did not change the view or perform its intended function. There were no reports of patient involvement.